Event description:
It was reported the patient received the following results within 15 minutes: 4.228 mmol/l (venous lab), 7.1 mmol/l (instant system), and 7.3 mmol/l (instant system).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.